Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the versed (midazolam) 100mg in 100ml ns bag completely infused alerting the pump to go into keep vein open (kvo) status. Upon drawing up waste, 15ml was withdrawn from the tubing and discarded. It appeared that the bag was over filled by a significate amount. There was no consequences or impact to the patient. It was reported by the principal interoperability consultant: a new tubing set was used with each bag and was primed by the pharmacy; nurses were wasting what was drawn from the tubing set and the bag; and the drips are not dispensed to overfill. The principal interoperability consultant and customer discovered that the adult profile had the pressure setting to 525mm/hg with profile being set to selectable. It was suggested to the customer that the setting be adjusted to pump mode as this may likely be related to the underinfusion.

Event description:
It was reported that the versed (midazolam) 100mg in 100ml ns bag completely infused alerting the pump to go into keep vein open (kvo) status. Upon drawing up waste, 15ml was withdrawn from the tubing and discarded. It appeared that the bag was over filled by a significate amount. There was no consequences or impact to the patient. It was reported by the principal interoperability consultant: a new tubing set was used with each bag and was primed by the pharmacy; nurses were wasting what was drawn from the tubing set and the bag; and the drips are not dispensed to overfill. The principal interoperability consultant and customer discovered that the adult profile had the pressure setting to 525mm/hg with profile being set to selectable. It was suggested to the customer that the setting be adjusted to pump mode as this may likely be related to the underinfusion.

Manufacturer narrative:
The reported issue that the pump to go into keep vein open (kvo) status with their found to be more than expected fluid volume remaining in container could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿unexpected residual volume remaining in container¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue associated with unexpected residual volume remaining in container was not determined because no product or device logs were returned. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes. No product returned.